Event description:
It was reported that the device was explanted and replaced due to "elective replacement indicator(eri) and/or occult defect". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device did not meet expected longevity and the cause is unknown.